Manufacturer narrative:
The investigation is on-going and an update will be provided on the next report.

Event description:
During the administration of sir-spheres, the top of the d-vial started leaking. This was observed after the first aliquot of the dose.